Event description:
A pt with history of symptomatic uterine fibroids and urodynamic stress incontinence. The pt underwent a total vaginal hysterectomy, bilateral salpingo-oophorectomy, mccall's culdoplasty with cystoscopy and surx (radiofrequency bladder neck suspension, vaginally). Bladder function had returned at follow-up (f/u) appointment several days later. The pt reported urinary incontinence several days later at the clinic visit and reported at the second clinic visit that had more incontinence than prior to surgery. A urethrovaginal fistula was diagnosed several days later, ~2 cm in length, in the proximal to mid third of the urethra, midline, approximating the lengths of the bilateral incisions made in the vagina for the surx procedure. The pt underwent a primary repair of the urethrovaginal fistula of the distal urethra and suprapubic catheter placement several weeks later. A voiding cystourethrogram several days later revealed no evidence of fistulous communication.